Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv bipolar lead impedance warning on (B)(6) 2023. Rv unipolar lead impedance warning on (B)(6) 2023. Rv capture threshold increase. Still measuring within expected. No loss of capture noted. All at/af therapies disabled on (B)(6) 2020, because atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152560. No device details are available. Received voluntary anonymous medwatch report, mw5152561.